Manufacturer narrative:
Lot review: a review of lot# 3318053 was manufactured, tested, inspected and released 09/16 citing no exception documents. Visual receipt analysis: 12/9/2016 - received two new sh3034, 5" (13 cm) appx 1.5 ml, add-on set w/spiros®, vented cap; lot# 3318053. The two (2) unused/packaged sh3034 devices had no visible anomalies like cracks , deformities present. Functional testing: the two (2) sh3034 devices were leak tested with water at 25psig for 1 minute with no leaks were found. The two (2) sh3034 devices were leak tested to check the spiros in the activated and inactivated positions at 20 psig for 10 seconds. No leaks were observed at the spiros. Final analysis: the reported product problem for leaking at the luer lock connection was not replicated/confirmed with the two (2) unused sh3034 devices. The product did meet the product performance specification requirements.

Event description:
Complaint received regarding unspecified amount of sh3034, 5" (13 cm) appx 1.5 ml, add-on set w/spiros®, vented cap; lot# 3318053 (mfd. 09/16). Report states; sh3034 product having multiple reports of leaking at connection site during infusion. Reports are across varying lot numbers. Would like to report as a product concern. Can you evaluate if other issues with varying lot numbers or product qa. Nursing reports multiple incidents of leaking at the luer-lock connection of the sh-3034. Under the collar of the bonded on tubing adapter. Unprotected chemo exposure reported. No adverse patient/clinician consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3318053 was manufactured, tested, inspected and released 09/16 citing no exception documents.

Event description:
Complaint received regarding unspecified amount of sh3034, 5" (13 cm) appx 1.5 ml, add-on set w/spiros®, vented cap; lot# 3318053 (mfd. 09/16). Report states; sh3034 product having multiple reports of leaking at connection site during infusion. Reports are across varying lot numbers. Would like to report as a product concern. Can you evaluate if other issues with varying lot numbers or product qa. Nursing reports multiple incidents of leaking at the luer-lock connection of the sh-3034. Under the collar of the bonded on tubing adapter. Unprotected chemo exposure reported. No adverse patient/clinician consequences reported.